Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination and functional leak testing of the sample revealed the leak was coming from the welded area of the volume indicator and port. The root cause was determined to be a manufacturing defect, as the welding area of the volume indicator and port did not have seal integrity. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue was investigated through corrective and preventative action (CAPA).

Event description:
Baxter (B)(6) received a report of an infusor that had leaked during patient therapy. The reporter states that there was fluid visible between the housing and the reservoir. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.